Manufacturer narrative:
(B)(4). The customer reported pacer and shock malfunction messages during an opcheck. There was no pt involvement. This was found during user initiated test. The device was returned to philips for eval and the reported symptom was reproduced. Replacement of the therapy pca resolved the symptom. After passing all performance verification testing the device was returned to the customer for use.

Event description:
The customer reported pacer and shock malfunction messages during an opcheck. There was no pt involvement.